Event description:
It was reported that occlusion alarms occurred, which caused customer's blood glucose level to rise to 600 mg/dl. As a corrective measure, customer performed a correction injection using manual delivery of insulin. Despite the high blood glucose level, customer did not require third-party assistance. Reportedly, the customer reverted to an alternate method insulin therapy.